Manufacturer narrative:
(B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail buckled/accordion. The positioner was damaged and the proximal tip was torn. The string was not return for the product analysis. The reported event was not confirmed. According to the product analysis, the device was buckled/accordion on bladder pigtail section, however, the problem found was known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used. The device was received without the suture string and with the top torn, this is evidence that the device was manipulated. It was most likely that it was generated due to the manipulation/handling of the device or due to the interaction with other devices or with the suture string during the procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a double catheter j placement procedure in the ureter for ureter dilation, performed on (B)(6) 2019. During the procedure, when the physician attempted to deploy the stent, it was noticed that the percuflex plus ureteral stent folded. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event. The event has been deemed a reportable event based on the investigation finding of stent buckled/accordion and tip torn.